Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The patient stated that she received erroneous results when testing with coaguchek inrange meter serial number (B)(4). A sample from the patient was tested in the laboratory using the stago neoplastin isi 1.20 method, resulting with a value of 2.10 inr. At an unknown time, a sample from the patient was tested using the meter, resulting with a value of 3.3 inr. A sample from the patient was tested in the laboratory using the stago neoplastin isi 1.20 method, resulting with a value of 2.7 inr. At an unknown time, a sample from the patient was tested using the meter, resulting with a value of 3.7 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 3 - 3.5 inr. The patient was provided with replacement product.

Manufacturer narrative:
The customer did not return any materials for investigation. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. Corresponding retention test strips (lot 304975) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.